Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was rising and it will not go down. Customer's blood glucose level was 402 mg/dl. The boluses would not deliver. The high pressure test passed. The device was not returned.